Manufacturer narrative:
The site has declined to return the product to the manufacturer for analysis and has indicated that it will perform its' own internal product investigation. Review of the manufacturing documentation confirmed that pump met all requirements for release. Review of the controller log files revealed an increase in power consumption, as well as high watts alarms that correlate with the reported event. The cause of the reported event cannot be conclusively determined. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.

Manufacturer narrative:
The site has declined to return the product to the manufacturer for analysis and has indicated that it will perform it's own internal product investigation. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately twenty-one and a half months after the implantation, the patient developed hemolytic urine and elevated vad power consumption. The patient was reported to be symptomatic and dehydrated over the last month; though the details of these symptoms were not provided. In addition, the patient's aspirin had been held for the last three months due to an episode of syncope with a subsequent subdural hematoma. Laboratory findings at the time of the high power event included an inr of 2.3 and ptts between 60 to 70 seconds. The patient was admitted where the site reported that further evaluation confirmed a thrombus. The vad coordinator reported that the explanted pump was opened and that it had thrombus on the impeller. As of the date of this report, the patient remains hospitalized in stable condition. The patient was treated with a pump exchange. Preliminary log files review indicated a rise in power outside the normal operating range. This event appears to have been followed by a sudden drop in flows. Alarm files confirm multiple high watts alarms. No low flow alarms were seen during the reported time frame. Investigation is ongoing.